Manufacturer narrative:
For investigation, neither the involved component nor relevant medical records or laboratory reports were received. Based on the available information neither a visual analysis of the affected components nor a medical assessment was feasible. Device history review found no manufacturing or material defects regarding the involved devices. Based on the available information no root cause investigation could be performed. This case can be reopened at any time should the involved component or more information relevant for the root cause analysis become available. No corrective and preventive actions have been initiated as a result of the performed investigation.

Event description:
It has been reported that the patient suffered from "abscess type lump formed on the scar tissue". Revision surgery was performed.